Event description:
The user facility reported that blood was observed leaking from the oxygenator's gas outlet port during the procedure. The oxygenator was changed out and discarded. The perfusionist estimate that one liter of blood was lost. Follow-up communication confirmed that the pt is in good condition. Add'l event specific info was not available.